Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed. The lead was capped during device change out for eri. There were no patient complications.